Event description:
It was reported that the patients ipg had migrated. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device and the pocket was revised. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.